Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticm5_12.1 implantable collamer lens of -9.00/2.5/001 (sphere/cylinder/axis) was implanted vertically into the patient's left eye (os) on (B)(6)2023. On (B)(6) 2023 the lens was explanted due to low vault. With rotation. A spherical lens of the same length, different power was later implanted horizontally and the problem resolved.

Manufacturer narrative:
H3 - device evaluation: the lens was returned dry in a microcentrifuge vial with residue/debris on the product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specifications. Claim #: (B)(4).